Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to an unspecified needlefree connector connected to the pt's a peripherally inserted central catheter (PICC) and was being used to deliver normal saline, at a keep vein open (kvo) rate. It was reported that 2-3 days after the delivery was started, the customer contact reported that the nurse attempted to draw morning labs. At this time the customer contact indicated that the nurse attempted to disconnect the option lok male adapter of the plumset from the clave port by using a twisting method. No specific details were provided. At this time, it was reported that the distal tip of the option-lok male adapter of the plumset broke off and a piece of the option-lok male adapter remained lodged inside the clave needlefree connector. No specific details were provided. The nurse clamped the PICC line. It was reported that the nurse scrubbed and replaced the plumset and the clave needlefree connector using adaptic technique and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.